Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return. The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. However, the DHR was reviewed for the lot number of the manufactured unit. The lot met the process specifications, including the quality control acceptance criteria prior to release. Per the IFU: do not squeeze the pump. The pump has sufficient force to infuse the medication the pump should be positioned approximately 16 inches (40 cm) below the level of the catheter site positioning the pump above this level may á increase the flow rate. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 125ml; flow rate: 2ml/hr; procedure: inguinal hernia repair; cathplace: groin area; infusion started: (B)(6) 2016 at 2pm; infusion ended: (B)(6) 2016 at 7am; it was reported by the patient that the pump was not infusing and the patient initially called the physician.the patient was instructed to "hang it up high" and he had been trying to squeeze the pump as well. He was then instructed that if it was not working then pull out the catheter. The patient stated the pump was the same size as it was the previous day. Additional information received 22-feb-2016 stated the manufacture hotline contact spoke with the patient and he stated the pump was flowing after all. After he spoke with the hospital clinician he did squeeze the pump and hung it up high. By that evening he put the pump back on the bed to the side of insertion site. The next morning, wednesday (B)(6) 2016 around 7am, he and his wife noted about half the pump shrunk to half the size. He was feeling very groggy and "doped up". He was dizzy and nauseous. He heard a ringing sound and he had to turn the television off. There was also a bad taste in his mouth. His wife clamped the pump and removed the catheter at that point. He recovered later. He did not call his doctor regarding this incident. After the catheter was removed he was doing well.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 0202282364, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).